Manufacturer narrative:
(B)(4), results, (device eval and film eval is pending. Tortuous vessels. Conclusions: (device eval and film eval is pending. (Required secondary intervention).

Event description:
A talent bifurcated stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 5.8 cm and the vessels were reported to be moderately tortuous and there was calcification and thrombus in the aortic neck. It was reported that during the procedure the proximal end of the stent graft deployed and as the physician proceeded to further deploy the remainder of the stent graft, it fully deployed in the aneurysm sac. The physician elected to send the pt to surgery for surgical conversion. The pt was successfully converted to open repair and did well after the procedure. No additional sequelae were reported. The device was returned to medtronic and its eval is pending. Additionally, a cd of procedure containing images of the implanted stent graft was received and sent to an independent physician for review. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product aneurx aaadvantage stent graft system.